Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed to perform maneuvers and pocket manipulation to see if an out of range measurement can be recreated on the atrial lead. The caller checked again and it was 1335 ohms with no maneuvers and with the maneuvers, the impedance values were jumping from the 300-400 range to 1300 ohms. The consultant discussed that the varying measurements do not sound normal for any pacing lead and stated the caller could check with the manufacturer of the lead. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring identified a lead safety switch (lss) had been triggered for this system due to out of range atrial pacing impedance measurements. Additionally, there was one atrial tachycardia response (atr) event that was noise but could be myopotential from unipolar pacing. The atrial channel was re-preprogrammed back to bipolar configuration and testing produced measurements of 300-400 ohms. Trending showed stable measurements with a spike of greater than 2000 ohms. Sensing measurements and capture are stable. The caller also noted noise on the ventricular channel that started last year. No adverse patient effects were reported.